Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 failed. A field service engineer (fse) found that the mini drawer 1.2 failed to open due to the side plate being pushed in, preventing movement. The fse adjusted the faceplate to resolve the issue, allowing the customer to successfully complete the inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the drawer failed. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.